Manufacturer narrative:
This information is based entirely on journal literature. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device/serial numbers. The gender of the baseline characteristics is male and the baseline age is (B)(6). Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article:standardized programming to reduce the burden of inappropriate therapies in implantable cardioverter defibrillators - single centre follow up results. Indian pacing and electrophysiology journal. 2018; 18(2):56-60. Doi: 10.1016/j.ipej.2017.10.010 if information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable cardioverter defibrillators (icds). The study assessed the effectiveness of using an atrial lead implant with standard device algorithms and device morphology templates to minimize inappropriate therapies. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports patients experienced inappropriate shocks and inappropriate anti-tachycardia pacing. The status of the devices is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up from the corresponding author indicated no devices were removed during the course of the study period. No additional information was provided.